Manufacturer narrative:
(B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 07/14/2025. An investigation was conducted on 7/16/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The cannula was observed to be intact. The c-ring was observed to be intact. The metal arm of the c-ring was observed to be intact with no visual defects observed. The scope wash tube was observed to be bent. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent c-ring" was confirmed. Sc 17-jul-2025. A manufacturing engineering evaluation was conducted. The complaint was confirmed for "material twisted/bent". There was evidence of heavy clinical use and visible blood. A visual evaluation was performed on october 31, 2025. Upon inspection under magnification it was observed that the scope wash tube had a slight bend and it was fractured. The lot # 3000478437 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported vasoview hemopro 2 c-arm struts became bent during branch ligation. Another vh-4000 was opened to complete the procedure without further incidents. Only delay was to open 2nd kit. No portion of the device broke off and nothing retained in the patient based on visual inspection of the device. No patient injury.

Manufacturer narrative:
Tw # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.